Event description:
It was reported that during use of the device for a non-clinical activity, a line pin on the heart lung machine (hlm) power cord broke off. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was the user facility's team performing a daily inspection.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.